Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and failed back surgery syndrome. The patient reported that they fell in the bathroom on (B)(6) 2018, and now have pain on their left and right side. The patient stated that they are currently admitted to the hospital because of the pain. They noted that they have been in the hospital since their fall. The change in therapy/symptoms was considered sudden. The patient mentioned that they need an adjustment to cover the pain in their legs. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.